Event description:
It was reported that the external pulse generator's (epg) atrial output current was 9 to 10 ma (milliamps) at all settings. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).